Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis. It was reported that the rv lead was explanted due to inappropriate shocks caused by oversensing and an apparent lead fracture. High lead impedance of greater than 2300 ohms was also observed. No further patient complications were reported as a result of this event. The patient sent a letter requesting credit for a "malfunction." The patient states "getting shocks 6 times back to back as many as 12 times an hour." Pt reported being shocked while driving her car and ran into her house. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure (select specific code from category d) lead conductor device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing shock, inappropriate device failure.

Event description:
It was reported that the rv lead was explanted due to inappropriate shocks caused by oversensing and an apparent lead fracture. High lead impedance of greater than 2300 ohms was also observed. No further patient complications were reported as a result of this event. The patient sent a letter requesting credit for a "malfunction." The patient states "getting shocks 6 times back to back as many as 12 times an hour." Pt reported being shocked while driving her car and ran into her house.